Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was due to the user. The issue was resolved when the scope connector was cleaned. It was likely that the communication with the scope failed due to the use of the scope with dust and other foreign matter such as the remainder of the chemicals adhered to the electrical contact of the scope connector, and an error was reported. The instructions for use (IFU) provides the following guidelines: error message: scope communication err (b30). Possible cause: foreign objects, such as detergent remnants, hard water residues, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the oscillator connector. Using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the oscillator to the light source. Possible cause: the video system center cannot communicate with the oscillator. Solution: stop using the endoscope and contact olympus.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the sales representative confirmed that the contacts of the 190 series scopes were cleaned as well as the clv-190 evis exera iii xenon light source socket with 70% ethyl or isopropyl alcohol with a lint-free cloth. An maj-2087 light source cleaning kit was used to clean the clv-190 socket and the communication cables were reseated between the evis exera iii cv-190 video system center and the clv-190, however, the b30 error still occurred. The sales representative then blew out any dust in the connections of the communication cables, reseated the cables, and confirmed that the b30 error stopped occurring with the 190 series scopes and the tower worked normally. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported that the cv-190 evis exera iii video system center was displaying a b30 communication error when 190 series scopes were connected. The evis exera iii xenon light source was also used in conjunction with the devices. The issue was found during preparation for a diagnostic procedure. No reported patient involvement. This complaint is related to patient identifier: (B)(6) (model: clv-190 / evis exera iii xenon light source).